Event description:
As reported, during tavi procedure, the hub (membrane) of the sheath was defected, the doctor tried to insert the device to the sheath several times but felt a big resistance. He took another device, and the problem was repeated. So he had to take a third device and then it was ok. So two devices were defected. Patient condition reported as fine. Associated to: MDR 3010252479-2022-00225 manta.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
No physical unit was returned. Empty packaging with the pouch label was returned. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with severe resistance. The physician attempted several times to insert the bypass tube, however, would continuously be met with severe resistance. No buckling or bending of the bypass tube occurred when met with resistance. The first 18f ce manta closure and sheath were removed, and a second 18f ce manta closure and sheath were placed. Again, while attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with severe resistance. No buckling or bending of the bypass tube occurred when met with resistance; and again, the physician attempted several times to insert the bypass tube, however, would continuously be met with severe resistance. The second 18f ce manta closure and sheath were removed, and a third 18f ce manta closure and sheath were placed and deployed successfully. The IFU step 3: insert device states if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to MDR fu-3010252479-2022-00225 manta.